Event description:
Acct. Reports "intravenous started on pt using a t-connector. 20 minutes later, t-connector noted to be leaking. T-connector was sequestered at that time. No untoward effect on pt." ****7/20/1999 acct. States leaking occurring at y-site where the tubing enters the hub of the y-site tubing.